Event description:
Related manufacturer reference number: 2017865-2022-15161. It was reported the patient deceased. The cause of death was sepsis. No further information was provided about this event.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found, as received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was at end-of-service level. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.